Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed an additional software update to address this unintended behavior.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on january 1, 2000 and that remote monitoring was disabled. Technical services (ts) requested device data to identify the reason for this. It was noted that the patient planned to come into the clinic within the next few weeks. This device remains in service. No adverse patient effects were reported. Additional information was received that after reviewing device data. Ts was able to determine that this was a false positive remote monitoring disabled due to having a magnet detected during the loaded measurement. Ts noted that a software update is in progress to restore this function. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on january 1, 2000 and that remote monitoring was disabled. Technical services (ts) requested device data to identify the reason for this. It was noted that the patient planned to come into the clinic within the next few weeks. This device remains in service. No adverse patient effects were reported. Additional information was received that after reviewing device data. Ts was able to determine that this was a false positive remote monitoring disabled due to having a magnet detected during the loaded measurement. Ts noted that a software update is in progress to restore this function. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed an additional software update to address this unintended behavior.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. Technical services (ts) requested device data to identify the reason for this. It was noted that the patient planned to come into the clinic within the next few weeks. This device remains in service. No adverse patient effects were reported. Additional information was received that after reviewing device data. Ts was able to determine that this was a false positive remote monitoring disabled due to having a magnet detected during the loaded measurement. Ts noted that a software update is in progress to restore this function. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. Technical services (ts) requested device data to identify the reason for this. It was noted that the patient planned to come into the clinic within the next few weeks. This device remains in service. No adverse patient effects were reported.